Event description:
Patient reported that his blood glucose level was (95 mg/dl) before lunch the day of the incident. Patient was driving to a destination and on the way back he felt his blood sugars dropping.patient stopped by a convenient store and purchased a candy bar and a soft drink. Patient stated he then woke up to paramedics who provided 2 bags of glucose IV.patient was not sure, but believes his blood glucose dropped to (50's mg/dl). Patient's blood glucose returned to (160 mg/dl) before the paramedics left.